Event description:
Teh hcp reported that the pt was experiencing fluctuations in pain control. The hcp indicated that the pt would experience "intermittent feelings of boluses with an pain and withdrawals with high pain levels" associated with nausea, diarrhea and poor appetite. The pump was explanted 62 months after implant and returned to the MFR for analysis. A follow-up report will be sent if additional info becomes available.